Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing cracked and leaked onto the patient. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, ref (B)(4), lot 6180861, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The customer¿s report of a leak in the tubing was confirmed. Visual inspection discovered an 11.0 mm crack on the female luer, which functional testing confirmed was the root cause of the leak. The origin of the crack was not identified; however, the most probable root cause identified was determined to be material degradation due to a supplier issue of varying regrind percentages combined with over-torqueing and excessive solvent.